Manufacturer narrative:
Surgical procedure was aborted and patient was deemed to not be a viable candidate for the nalu system at this time.

Event description:
On (B)(6) 2023 the patient was prepped for a trial implant of the nalu spinal cord stimulator system to target the lumbar nerve for bilateral lower back pain. The trial system was planned to be implanted posteriorly. Sedation was administered and the first lead was attempted to be placed. The patient's pre-existing condition of scoliosis prevented the accurate placement of the system with the planned method so the lead was removed and the procedure was aborted.